Manufacturer narrative:
B4:19aug2021. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty front bezel. The fse replaced the front bezel. The device passed performance verification testing. Based on the service performed, the customers alleged malfunction was confirmed. Following the repair, the device was placed back into service. No part was received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Event description:
It was reported to philips that the device's navigational ring was not working. The device was not in clinical use at the time of the event. There was no report of patient or user harm.